Manufacturer narrative:
During the mattress inspection, the automatt (mattress base) was found to be faulty and was replaced with a new one. Due to the allegation of an incorrectly inflated mattress and the automatt replacement, the issue is presumed to be related to overinflation caused by a faulty automatt (mattress base). The cause of the automatt over-inflation is incorrect circulation of the air in the automatt sensor pad due to inner tube (hose) damage. The tpu tube (p/n: nmb513) may break over time due to the extruding force of the silicone tube and the external bending force. The membrane of the grommet located on the automatt mattress was punctured. When the grommet membrane is punctured and load is applied on the mattress, air will escape through the punctured membrane, reducing the risk of the automatt over-inflating and the patient's falling. In the complaint at hand, the load was not applied to the mattress (there was no patient involved). This is in line with the instruction for use for nimbus 4 and nimbus professional (649933en): "do not place the patient on the mattress until it is fully inflated and normal operating pressure has been reached." The nimbus 4 mattress did not meet its specifications due to the reported incorrect inflation. No patient was involved when the overinflation issue occurred. No injury was sustained. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated).

Event description:
Arjo was informed about an event involving the nimbus 4 mattress. The customer reported that the mattress was overinflating and that the hose was broken. There was no indication of patient involvement, and no injuries were reported.

Manufacturer narrative:
The mattress has not yet been inspected; therefore, it is not currently possible to confirm the cause of the reported issue. Additional information will be provided upon investigation conclusion. The device is distributed outside the us and no gudid information exists.